Manufacturer narrative:
(B)(4).

Event description:
During a lead extraction case due to cied/system infection a spectranetics lead locking device was cut and capped and remains in the patient.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.